Manufacturer narrative:
The complainant was unable to provide the upn and the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). (Twisted). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on july 19, 2018 that a wallflex duodenal soft stent was to be used to treat a malignant stenosis in the duodenum due to pancreatic cancer during a stent placement procedure performed on an unknown date. Reportedly the patient had altered anatomy due to local malignancy. According to the complainant, 4 days post stent implantation, a per protocol follow-up x-ray was performed and found the stent was twisted at the mid-section. The physician placed a pigtail plastic stent through the implanted stent in an attempt to reopen it. The physician then placed a biliary stent through the implanted wallflex soft stent into the ampulla to ensure bile flow. Subsequently, the wallflex duodenal soft stent was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.